Event description:
It was reported this event occurred in the course of performing a left knee arthroscopy with hamstring autograft acl reconstruction and partial lateral meniscectomy. Upon trying to harvest the very first tendon during the acl reconstruction, the tendon stripper became disengaged. It was therefore evaluated, and given that there was a hook on the end of the tendon stripper, it was elected to advance this proximally. A small counter-incision was therefore made on the posterior thigh. The tendon stripper was easily identified within the subcutaneous tissue, and was brough out through this small counter incision. The incision was irragated and closed with 4-0 monocryl subcuticulas suture.

Manufacturer narrative:
Additional info will be provided once investigation is completed.